Manufacturer narrative:
(B)(4). Per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, the cause of the worsening pvl 79 days post tavr is unknown, however, per report it was likely due to patient factors (chuck of calcification, mild-moderate lvot calcification, oblong lvot) or possibly under expansion of the valve when implanted. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported, 79 days post tavr procedure, follow up echo showed the patient's paravalvular leak (pvl) had progressed from trace-mild at post deployment to mild-moderate. The patient was symptomatic, therefore the decision was made to post dilate the 23mm sapien 3 valve. A 23x4 bav balloon with an extra 3cc were added and the 23mm sapien valve was re-dilated. Repeat echo showed the pvl was successfully eliminated.